Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and weak battery. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the insulin pump has a blank display and the customer has been experiencing high blood glucose from the pump issues. The customer was advised about battery changing and that a new battery cap will be sent. Customer declined all troubleshooting.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
The customer reported via phone call that he has received the new battery cap however; the customer stated the insulin pump will not accept his battery. The customer has received battery out of limit alarm and battery failed test after replacing the battery. The customer stated that it seems to be going through more batteries after the replacement of the battery cap. The customer's blood glucose at the time of the incident: 120 mg/dl. The customer was advised to discontinue the use of the insulin pump and revert to a back plan that was provided by the health care professional. The customer was advised that the device would be replaced and agreed to return the product for analysis.